Manufacturer narrative:
The complaint sample was returned for evaluation. The results of the chemical testing performed were consistent with shelf life limits. The results of the testing of the two returned lens cases revealed one case met all product requirements and one case did not meet all product requirements.

Manufacturer narrative:
Consumer reported experiencing burning and stinging after using the product. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The product was not returned for evaluation and the lot number is unknown.

Event description:
Consumer reported experiencing burning and stinging after using the product. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests that the device may have malfunctioned as a result of variability of the neutralization.